Event description:
A medtronic rep, medicraft, reported that sparks came out from the bottom of the stealthstation treon when the nurse tried to power the system on. When the rep arrived at the site, the system would not power on at all. The issue was isolated to the power cord itself. This was not during a procedure. No pt was present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Suspect retractable cord was disposed of at the site and will not be returned to MFR for eval. Replacement part shipped (B)(4) 2012. Replacing the power cord resolved the issue and the system is now fully functional.